Manufacturer narrative:
(B)(4). Was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transaction? Unknown. What confirmation did the surgeon receive that the anvil was firmly attached? There was a crunch was heard. When the device was fired, where was the indicator within the green zone/gap setting scale? At 2.5mm. Was buttressing material utilized? If so which product? No. Was the instrument fired across or near an existing staple line or clip? Yes. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Plastic to plastic. There was a crunch was heard and the device was compressed until unable to fire further. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) The surgeon found bleeding from the anastomosis. Did a hcp other than the primary surgeon fire the instrument? No. If so, whom? Was there a recent conversion to ees devices in this account or with this surgeon? No. Additional information: about one third staples were malformed after firing. What procedure was being performed? Unknown. The analysis results found that the ecs29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure about one third of the staple line was malformed after firing. The surgeon used hand sewing to complete the procedure. No adverse event on the patient.